Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient complained of pain 5 to 7 days after a trans-urethral resection of the prostate (turp) using the subject device. The user facility diagnosed the patient and found the urethra rupture and the urethral burns. It was reported that there was no malfunction on the subject device. There was no further detailed information reported.